Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occlusion alarms with high force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. The reported occlusion issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.